Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup/inspection for use, the bronchovideoscope displayed an error message with no image. There were no reports of patient involvement.